Event description:
(B)(6)-right medial heel, right lateral heel pressure/diabetic ulcers- wound debrided and primatrix #1 placed (B)(6) wound slightly more pale this week. Primatrix #2 placed (B)(6) graft left in place-restore veil was replaced and secured with steristrips. (B)(6)- macerated callus buildup but wound base pink with a bit of biofilm. Debridement and primatrix #3 placed. (B)(6) 2022- diabetic ulcer of right foot associated with dm 2 with fat layer exposed. First primatrix placed (B)(6); wound base more red. Primatrix placed. (B)(6)- superior aspect of the wound edge has an extended area of ulceration- primatrix placed (#5) (B)(6) 2023- wound larger- treatment plan chanced- silver alginate; culture- serratia marcescens; klebsiella pneumoniae, e. Faecalis 1/19- wound improved wound continued to improve. No fever identified during visits. Reference reports: mw5148672; mw5148673; mw5148675; mw5148676.